Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was pain at the generator site. The event was noted as related to the implantable neurostimulator (ins). The device diagnosis was noted as not applicable. Actions taken as a result of the event included repositioning from the right buttock to right pectoral on (B)(6) 2015. The outcome was resolved without sequelae. Relevant medical history included: failed back surgery syndrome spinal pain